Event description:
Boston scientific received information that eight days post implant, it was noted this right ventricular lead was dislodged. As a result, a revision procedure was performed. This lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. As no further information is expected, our investigation is complete. Should additional information become available, this event will be updated.